Event description:
Literature was reviewed regarding the use of recombinant human bone morphogenetic protein-2 (rhbmp-2) as an adjunct in posterolateral lumbar spine fusion. The following medtronic devices were used: pedicle screw instrumentation, infuse kit (rhbmp-2/acs).. Among all patients, adverse events/device product performance issues included: two of the 39 patients (5.1%) experienced a dural tear; however, no cases of intra- or extradural ossification were identified. No patient was identified as having laminar bone regrowth from rhbmp-2 usage. One patient (2.5%) who initially underwent an l4-5 lumbar decompression and fusion with rhbmp-2 experienced transitional stenosis above the fusion mass, requiring an l2-4 decompression 10 months after the index procedure. It should be noted that preoperatively, the patient exhibited degenerative facet changes at the levels cephalad to the index procedure along with mild central and lateral recess stenosis that became progressively more symptomatic. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.